Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the final band assembly. The returned sample was subjected to visual analysis. There was no air in the balloon. There were no signs of damage or deformation on the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. No bubbles were observed, and the band passed the test. A second leak test was performed. Approximately 15 ml of air was injected in the band and the band was left 12-24 hours. When checked there was 14 ml of air in the band. Since the band had more than 13 ml of air in the band after 12-24 hours, it passed this leak test. The check valve was deconstructed and inspected for signs of damage or foreign matter. No signs of damage or foreign matter were observed. The complaint cannot be confirmed since the sample passed all leak tests and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. It is unlikely the alleged issue is a result of a manufacturing issue. All bands are leak tested prior to release from terumo control. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band deflated by itself after being placed on the patient's wrist post cardiac catheterization. Which cause some bleeding from the radial artery. The nurse attempted to keep inflating the balloon of the tr band. Additional equipment used during the cardiac cath, was not related to closing the artery once the tr balloon was placed on the patient's wrist from patent hemostasis and sent out of lab for recovery. Patient condition was stable. The patient was not injured, medical or surgical intervention was not required. Hemostasis was eventually achieved. The event occurred post treatment. There were no other devices or equipment used with the reported product. Additional information was received on 12 jun 2023: the practice guidelines is to initially insert 1 to 18ml's of air and titrating until a flash of blood is seen and then reinserting 1 to 2ml's until bleeding has stopped. A slow deflation was noticed overtime, approximately 15 to 30 minutes. Stat seal is used in conjunction with the tr band. Hemostasis was achieved after placing a new tr band. Some blood was lost but was minimal due to the band still being partially inflated, less than 10cc's. No additional damage was noticed on the bands.